Event description:
The customer reported that the system turns on but nothing shows on screen. There was no patient involvement.

Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 8/29/2018. Correction: (conclusion code). Additional information: (UDI); during failure investigation (fi), a visual inspection of the user interface rear bezel revealed cracks. The user interface assembly was installed in an fi test ventilator. The test ventilator powered up from alternate current and delivered breaths. The transformer on the printed circuit board assembly (pcba )was burned as was the pcba near the transformer. The customer complaint of ¿display not functioning¿ was confirmed. The backlight inverter pcba was defective.